Event description:
It was reported that the customer had high blood glucose levels (362 mg/dl). Customer reports to have issues with scar tissue and lumps. Customer changed placement site and delivered a bolus to stabilize her blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.